Event description:
This device was implanted on (B)(6) 2011. And was explanted on (B)(6) 2014, due to an unknown reason. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).